Event description:
It was reported to nova biomedical that a consumer received a result of 369 mg/dl on their blood glucose meter. The consumer stated he experienced a hypoglycemic event while at work, and did not require medical intervention. The consumer reported he did not leave work until he felt better. It is unk what treatment guidelines the consumer did to feel better. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.